Manufacturer narrative:
Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received the following report that the axium prime failed to detach. The detachment of the coil using the detacher was failure, and manual detachment was performed. However, the coil was unable to be detached. After the catheter was advanced and withdrawn and the coil was advanced and withdrawn, the coil managed to be detached. Two detachment attempts were made with the instant detacher. A second detacher was used. The hypotube was broken twice to attempt detachment but this also failed. No patient injury occurred. The saccular aneurysm was not ruptured. The blood flow was normal. The tortuosity was normal. The devices were prepared and used per the instructions for use (IFU).

Manufacturer narrative:
The coin along with the release wire found to be missing. The proximal portion appeared to be separated from the pusher along the the ai, coupler tubing, load indicator and break indicator were found to be missing. Kinks and bends were found along the length of the pusher. Based on the analysis performed, the customer report of ¿non-detachment¿ was not confirmed and the root cause cannot be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.